Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaws got stuck and they would not open. It happened on the first use and happened again on the second use. The jaws got stuck on tissue. The two devices were very bloody so they discarded the device right after the case. Third similar device was used to complete the procedure. There was no patient harm.